Event description:
Multiple issues with microclave connector becoming disconnected during routine patient care. On (B)(6) 2014 (during one of these events), a microclave (lot # 35-455-jw) popped off a y-type microbore extension set that was to transfuse IV fluids via pcvc line.